Manufacturer narrative:
Correction: h6. It was originally reported that the test had a conflicting result. Upon further review, the consumer only reported a readability issue with the device. The test-taker read the result as positive and the proctor read the result as negative. Ultimately, the test was read as negative. There was no allegation of a conflicting result.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 home test. No additional information, including patient treatment and outcome was provided.